Event description:
It was reported to medtronic minimed that the customer observed that the cap on the top of the reservoir came off. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-1880l. Troubleshooting was performed and found that the pump shows physical damage on reservoir tube side which affecting functionality of the pump. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1880l will be returned for analysis. The product mmt-342g will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to verify the original reservoir stuck in the reservoir compartment due to pump received without the original reservoir. The pump was monitored, the test reservoir removes properly from the reservoir compartment noted. No crack/damage at the case - reservoir compartment noted during visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage at the case - reservoir compartment was not confirmed. Unable to verify the original reservoir stuck in the reservoir compartment due to pump received without the original reservoir. Original reservoir stuck in the reservoir compartment (no current code/category) was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.